Manufacturer narrative:
Manufacturing site evaluation: manufacturing records show that this progav shunt system was manufactured by a qualified employee in april 2014. No deviations were identified during assembly. For the purposes of this investigation, the progav shunt system is comprised of a progav adjustable pressure valve and a shunt assistant fixed pressure valve. The shunt system was inspected as product fv443t. All required parameters were approved and product specifications met during the manufacturing process. Following final inspection, the valve was sterilized by miethke and released for shipment. Investigation: the shunt system was received for analysis submersed in an unidentified liquid in the return kit. Initial visual examination found no significant deformation or damage to the valves. Testing: permeability testing confirmed that the progav valve was permeable, but the shunt assistant was blocked. During adjustment testing, the progav valve was able to be adjusted to all specified pressures. Brake functionality testing also found the brake function fully operational and braking force within the given tolerances. To investigate the claim of overdrainage, the opening pressure was measured using a miethke computer-controlled testing apparatus which simulates cerebrospinal fluid flow. Because the shunt assistant was not permeable, it was not possible to investigate the claim of over-drainage in the vertical position. The progav valve was tested in the horizontal position and found to operate within the accepted tolerance. Finally, the valves were dismantled. At that time, a slight build-up of substance (likely protein) was identified within both valves. No further anomalies were identified and all other specifications were met. Conclusion: based on this investigation, the report of over-drainage could not be substantiated as the progav valve operated within the specified tolerance. Despite the lack of significant deposits, it is possible that non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction. We can exclude manufacturing defects at the time of product release as the components were confirmed to have met all specifications at final inspection. As described in our literature, this is a known, inherent risk of hc-therapy involving shunt implants and no manufacturing relationship is established. Reports of this type will continue to be monitored. At this time, no trend for this type of report has been identified.

Manufacturer narrative:
Manufacturing evaluation: we received the shunt system in a plastic container without liquid; at the time of receipt, the valve was set to pressure of 5 cmh2o. The valve was manufactured by a qualified employee; deviations did not occur during assembly. The valve was sterilized by miethke and released for shipment after final inspection. Optical inspection - scratches on the outer casing of the valve were observed, however, no other deformations or abnormalities to the system were detected. Permeability test- to prove the penetrability, we carried out a test. This test is carried out at a hydrostatic pressure difference of approx. 20-30 cmh2o in the direction of flow. The investigation has shown that the valve was not permeable; the shunt assistant was permeable, however. Adjustment test - our adjustment tests are carried out with the standard check mate and measurement tool. The valve is adjusted up in increments and then back down again. We have found that it was possible to adjust the valve to all pressure settings. Braking force and function test - to measure the braking force, we investigated the valve with an apparatus. Here it is measured how much force must be exerted on the housing of the valve to release the rotor to adjust the valve by the integrated magnets. The braking function test has shown that the functions operate within specifications; the force is within tolerance. Computer control test - the test is performed with a miethke testing apparatus. The valve was tested by simulating a cerebrospinal fluid (csf) flow at rates in the vertical position; distilled water was used as the test liquid. Because the valve was not permeable, the controlled test was not applicable. Result - first, we want to point out that we received the valve dry. The investigation of a dry item is not significant because dry deposits of liquor and blood can affect the product performance. In spite of this, we investigated the valve as best as we can. The shunt assistant was tested on the control test station, and it passed the standard check for vertical position. The measured opening pressure -6.53 cmh2o at the reference flow level showed a slight over-drainage. To confirm this, we carried out a second measurement; the second result confirmed the first value. After the tests, in order to verify whether the valves were compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood or tissue particles) in the csf, we have opened the valves. After opening the progav, we found no obvious deposits. Inside the shunt assistance we found slight dried deposits. Based on the investigation results, we can confirm a malfunction at the valve. We point out again that the valve was sent dry without liquid. Even small amounts of dried blood or csf may have caused a malfunction of the shunt system. Further actions - no further actions are required. The valve met all specifications at the time of distribution.

Event description:
Clarification: the malfunction occurred during testing, and it was noted to not be functioning correctly.

Manufacturer narrative:
Aesculap, inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439) exemption number: e2017044. When additional information is received, a follow up report will be submitted.

Event description:
It was reported that the valve was blocked, resulting in overdrainage. No additional details provided. There were no associated patient complications or adverse sequelae reported. Patient height: 150 cm.